Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right knee revision, the instrument fractured while being assembled with a mating instrument. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, h7, h9, and h10. Complaint sample was evaluated and the reported event was confirmed. Returned instrument exhibits signs of repeated use (nicked or gouged) and the post feature has fractured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.